Event description:
Patient reported "slight amount of predominant fluid compatible with capsulitis" diagnosed via MRI and later reported capsular contracture baker grade iii, confirmed by the healthcare professional. This relates to the left side. The device has been explanted with capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. As per the investigation procedure deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of "seroma-late " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "slight amount of predominant fluid compatible with capsulitis" diagnosed via MRI. The device remains implanted.

Event description:
Patient reported "slight amount of predominant fluid compatible with capsulitis" diagnosed via MRI. Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6b, g2, h4, h6 the event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced.